Event description:
Olympus reviewed the following literature titled ¿usefulness of a laser-cut covered metal stent with a 7f delivery sheath in endoscopic ultrasound-guided biliary drainage without fistula dilation¿. Literature summary: background and study aims recently, the utility of endoscopic ultrasound-guided intervention without fistula dilation (eus-IV wod) has been reported to prevent adverse events. We clinically evaluated cases in which eus-IV wod was attempted using a novel self-expandable metallic stent (sems); this is a fully covered, laser-cut sems that has a tapered and stiff tip specifically designed for a 0.025-inch guidewire and a relatively thin, 7f delivery system. Patients and methods we retrospectively evaluated cases wherein eus-IV wod was attempted using the novel sems between march and december 2021. Results treatment of 11 patients by eus-IV wod with the novel sems was attempted. The technical success rate for eus-IV was 100% and the clinical success rate was 100 %; the success rate for eus-IV wod was 72.8%. Of these, the procedural success rate for eus-IV wod was 100% in eusbiliary drainage (bd) and 57.1% in non-eus-bd. Early adverse events were observed in 27.3% of patients (3/11): mild abdominal pain in two patients and moderate bleeding in one patient. The abdominal pain cases were both cases of eus-IV wod failure and required fistula dilation. Conclusions the novel stent may be useful for eus-IV wod, especially in eus-bd. Type of adverse events/number of patients. Moderate bleeding (1 patient) - which required a blood transfusion.

Manufacturer narrative:
The reports of the following patient identifiers are linked: (B)(6). E1 facility name: (B)(6). Three attempts were performed to obtain additional information, but no response was received from the customer. The device was not returned for evaluation; therefore, a definitive root cause could not be determined. The most probable cause was not established; the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.